Event description:
It was reported that the patient presented in the clinic. It was discovered that the pacemaker (pm) was exhibiting premature battery depletion. The physician opted to replace the pm via laser extraction, a new device was successfully implanted. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.